Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 400mg/dl, and he has treated with manual injections. The customer was experiencing unexplained high glucose for four days. The customer stated that he is in the doctor's office getting chemotherapy fluids and don't have add'l supplies to troubleshoot. The customer also mentioned being in the emergency room, they gave him fluids, and suggested changing the infusion set. The customer's most recent glucose reading was 500mg/dl. The customer requested having a replacement of the insulin pump. No further info was provided.